Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by an arthrex employee via sems that an ar-12990 scorpion had the upper jaw broke-off while approaching the meniscus. This was discovered during use in an unspecified knee procedure performed on (B)(6) 2021. The debris did not enter the joint space, and was immediately secured and removed. The case was completed using a new product.